Event description:
It was reported that the patient felt uncomfortable and went to the clinic. The device had no pacing output and could not be reprogrammed. Total battery depletion was confirmed and the patient complained that the battery depleted too soon. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis found that the high current drain condition could not be determined as the condition disappeared during analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.